Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, a pericardial effusion occurred during the catheterization of the coronary sinus. Fluoroscopy was performed and the pericardial effusion was confirmed. No intervention was performed to treat the effusion and the procedure was terminated. The patient was stable following the procedure.